Manufacturer narrative:
Initial.

Event description:
It was reported that the user consumed approximately 2 tablespoons of ice cream without announcing a meal while using the ilet system, after which blood glucose values were reported at 239 mg/dl by continuous glucose monitor (cgm) and 232 mg/dl by fingerstick; the pump had been delivering automated correction doses and glucose was trending downward. Symptoms included no reported signs or symptoms. Outcomes included no alerts or alarms, no reported need for emergency care, and no hospitalization. Investigation included troubleshooting and user education that advised against late meal announcement and to allow the automated correction algorithm to continue adjustments. Investigation of this case revealed no device malfunction and suggested hyperglycemia attributable to a missed meal announcement, with the device operating as designed to deliver corrections. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.